Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing could not prime all the way could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20115719 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 14th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115719 regarding item #2202-0007.

Event description:
It was reported that 3 as lvp 20d 1.2m sets had flow issues and would not prime completely. The following information was provided by the initial reporter: "could not prime all the way through".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 as lvp 20d 1.2m sets had flow issues and would not prime completely. The following information was provided by the initial reporter: "could not prime all the way through"